Event description:
Inserted bd nexiva closed IV catheter system with nearport IV access, the line flushed several times. Registered nurse (rn) hung IV fluids, and the line would not flush. Rn checked the nexiva and the catheter was bent. Rn told this nurse this has happened several times with the new nexiva ivs.